Manufacturer narrative:
Initial emdr is being re-submitted per request of FDA on 27-apr-2021. On 08-jan-2016, the following correction was identified: the report submitted on 23-sep-2015, with the patient identifier of (B)(6) had the incorrect manufacturer report number listed (2518417-2015-30300). The correct manufacturer report number should have been 1049092-2015-30300. In addition, it has been updated to reflect this correction. (B)(4).

Event description:
It was reported that the wound macerated under the dressing.